Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found additional non-reportable malfunctions: control unit was damaged, bending section cover (a-rubber) had a scratch, adhesive on a-rubber had a chip, video connector was damaged, due to wear of the angle wire the bending angle in up direction did not meet the standard value, forceps elevator (fe) lever surgical products (sp) had a stain, the label on light guide (lg) connector was peeled, lg-cover glass was deformed, video connector case had a crack, universal cord had a scratch, and the video connector was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, videoscope had a control unit leak. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation reportable malfunction was found; the tip of the objective lens adhesive part was peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to correct and clarify information that was provided in the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the issue (adhesive of objective lens peeled off) was caused by stress of repeated use, external factors, or handling. However, a conclusive root cause could not be determined. The suggested event is detectable by handling the scope in accordance with the following sections of the instructions for use: the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
Correction to information provided in the initial report: it is unknown when the reported issue (leakage from control unit) was observed. The issue was not found during an unknown procedure, as was previously reported in the initial medwatch report.